Event description:
(B)(6) male patient's wife contacted zoll customer support to report several adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt) was confirmed. As received, the electrode belt failed incoming testing. The cause was an intermittent orange (lead 2+) wire in between the distribution node (dn) and ECG b. The root cause of the damaged wire cannot be positively identified. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.